Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4)¿ the dentist reported that 1 year after the dental implant was installed in patient¿s mouth, it had to be removed due to the fracture of abutment into it. No further information was provided.